Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a prolonged low blood glucose, with the lowest confirmed fingerstick value of 40 mg/dl after continuous glucose monitor readings down to 47, treated with oral glucose and approximately 30 grams of carbohydrates; the cause of the drop was unclear. Symptoms included hypoglycemia with associated dizziness, hot flashes/flushes, and muscle weakness. Outcomes included an unexpected medical intervention in the form of medication or equivalent oral glucose treatment. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding any device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.